Event description:
During a call to the baxter technical service representative (tsr) from the home patient's son on (B)(6) 2010, the son indicated the patient was hospitalized on an unknown date due to peritonitis. The facility nurse confirmed that the patient was hospitalized on an own date in (B)(6) 2010 for an event of peritonitis. The nurse thought the patient was treated with vancomycin 2 grams intraperitoneal (ip) for an unknown length of therapy. The patient outcome was good. Reportedly, the patient fell and the line disconnected resulting in the peritonitis. No retraining was needed. The nurse indicated she did not have the patient's chart and was unable to provide any additional information.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no device evaluation will be performed. Should additional information become available, a follow up report will be submitted. This is the fifth of five complaints related to this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.

Event description:
It was reported that the target lesion was in the right coronary artery which was mildy tortuous, concentric, de novo and 90% stenosed. The lesion length was 15 mm and the diameter was 3.5 mm for the acute myocardial infarction patient. During pre-dilatation the voyager nc balloon ruptured during the first inflation at 10 atmospheres. The voyager nc was replaced with a non-abbott dilatation catheter. No patient effects were reported. No additional information was provided.